Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the probable cause was unable to be determined since the behavior could not be replicated during the system checkout. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively while verifying instruments and delayed the surgery by less than one hour. It was reported that the site powered on the system, put the non-invasive patient tracker (nipt) on the patient's forehead, but were unable to get the emitter to track the instrument. The site tried a new port, a new tracker and power cycling the system without resolution. The site was going to use another navigation device to complete the surgery. The surgery was completed without navigation and there was no impact on patient outcome. Additional information from the manufacturer representative (rep) determined that the site finished the procedure with another fusion system that was brought in and the resulting delay in procedure was approximately 10 minutes. There were no reported impact on patient outcome.